Event description:
A 72-year-old female underwent a thrombectomy with inari devices to address her deep vein thrombosis. The patient had clot ranging from the femoral vein into the inferior vena cava (ivc). The plan was to perform the procedure without embolic protection. Wire positioning was obtained without issue and a clottriever bold catheter was advanced into place after a 13 fr clottriever sheath was inserted. 3 passes were performed then the vitals machine stopped picking up the patient's oxygen saturation. The patient then became tachycardic and began having premature ventricular contractions. The procedure was aborted in attempts to stabilize the patient. A rapid response was initiated, and a code was called soon after. Cardiopulmonary resuscitation was conducted for 45 minutes before the patient's family decided to discontinue it. The patient expired. Follow-up information revealed that the patient's initial computed tomography scan showed a small distal pulmonary embolism, the physician decided not to intervene. The physician also indicated that the patient's deterioration could potentially be the result of sedation and/or clot being sent to the pulmonary arteries.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided; the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's death may have been the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. The manufacturer's reference #: (B)(4).